Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the clamp did not staple. Use of a new clip: same problem. Use of a third clip, problem solved (case number (B)(4)). There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # l5176m. The analysis results showed that the tx30v device arrived in good visual condition and with one reloads present. Reload was received partially loaded with only 5 staples present and all protruding. It should be noted that when manipulating the device only the closing trigger should be grasp until ready to fire the device. Do not grasp the firing trigger before the device is to be fired. If the firing trigger is manipulated it could cause the staples to deploy partially or completely resulting in malformed staples and a premature lockout situation. For further details please refer to the instruction for use. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.